Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high and undefined impedance. The lead was attempted to be placed in several different locations and continued to have the same result. The lead was explanted and replaced. No patient complications have been reported as a result of this event.